Manufacturer narrative:
Data logs have been received and are currently being investigated. The lot number of the glucose electrode and membrane has been requested to investigate if this problem is lot dependent.

Event description:
A pt presented to the ER with diabetic ketoacidosis. A venous whole blood sample was analyzed on the ablr25 at 19:30; glucose = 38 mmol/l. A venous plasma sample ("sample #1") was also analyzed at the same time on our beckman dxc 800; glucose = 107 mmol/l. Approx two hours later, new samples were drawn with the following results: radiometer whole blood glucose = 35 mmol/l, beckman dxc 800 plasma glucose = 81 mmol/l ("sample #2"), "sample #1" and "sample #2" were reanalyzed on a vitros platform and got the following results: sample #1 vitros glucose = 110 mmol/l (original beckman result = 107 mmol/l; original radiometer result = 38 mmol/l). Sample #2 vitros glucose = 87 mmol/l (original beckman result = 81 mmol/l; original radiometer result = 35 mmol/l). It was thus confirmed that the correct pt result was around 100 mmol/l. The error was noticed right away, and the pt was thus not affected by this problem.